Manufacturer narrative:
The reported field event of backup mode and low impedance was not confirmed by analysis. The final analysis found the reported premature battery depletion was confirmed in the laboratory. A high current drain was observed during bench testing and was traced to the capacitor. The cause of the premature battery depletion was due to the capacitor causing a high current drain on the hybrid.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during a generator change out, the replacement pacemaker was observed to exhibit signs of premature battery depletion. It was also noted that there was low pacing impedance and that the device went into backup vvi mode. A different device was used successfully and the patient was stable after the procedure.